Manufacturer narrative:
Device history record review and complaint history review were not performed based on the low severity of this complaint. The suspected foot pedal vigilance device was returned at the manufacturing site for investigation. An investigation was performed on this part by a hardware engineer. The visual inspection revealed that there is no visible damage on the foot pedal vigilance device itself. A reproductive testing was performed with the suspected device on a similar rosa brain testing unit. This testing revealed that the switch signal was not visible by the rosa brain testing unit. The vigilance device can not be used anymore. The most probable root cause is an electrical issue but the cause can not be determined exactly as there is no visible damage to the electrical wires and connection. A new foot pedal vigilance device was installed on 29-jan-2019, with this new part there was no issue noted, the robot worked as intended. The next preventive maintenance took place on 03-may-2020, and was pass.

Event description:
Prior to a surgery the device was tested. When the vigilance device was pushed, the robotic arm did not move. The company representative investigated the issue and it appeared to be due to a broken plastic piece inside of the connector of the vigilance device.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Prior to a surgery the device was tested. When the vigilance device was pushed, the robotic arm did not move. The company representative investigated the issue and it appeared to be due to a broken plastic piece inside of the connector of the vigilance device.